Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the cutting loop burnt, and the roller was charred and broken off. In addition, the electrode was found bent at the proximal end. The phenomenon may as attributed to a high temperature event due to the electrode coming in contact with metal, or mechanical stress applied to the electrode loop during usage. The device will be forwarded to the original equipment manufacturer for further investigation.

Event description:
Olympus was informed that during a hysteroscopy with uterine ablation, the roller on the resection electrode fell off inside the pt's uterus. The pt's uterus was flushed with water and the ball was noted in the suction canister. The procedure was completed with a different but similar device. There was no pt injury reported.